Event description:
It was reported that the lead exhibited no impedance and would not capture, due to being fractured. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.